Event description:
During a procedure measuring for a percutaneous valve, the physician inserted the pigtail catheter into the sheath and encountered resistance. The catheter was removed and it was noted the end of the pigtail was missing and was found in the sheath. The sheath was removed to obtain the pigtail tip. The sheath was placed over the groin and a new pigtail was inserted to successfully complete the procedure. No adverse consequence to the patient.

Manufacturer narrative:
Still under investigation at this time.